Event description:
It was reported that an asymptomatic patient presented in the ER after receiving a vibratory alert. Upon investigation, non-sustained lead noise due to post-paced t-wave oversensing was observed via stored egm. Programming changes were made, and patient was stable after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.